Event description:
It was reported to philips that the equipment failed to start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system could not power up. The quote was cancelled by the customer and there was no service provided from the philips. Till date, no recurrence has been documented. The codes were updated based on the investigation outcome.